Event description:
It was reported that the pump does not recognize the syringe. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was a syringe plunger not in place error. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the internal hardware was not assembled correctly. As a result, the components were reinstalled correctly, and the power cord was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.